Event description:
The complainant stated that the CPR will not release the head section. He can pull the cables and it will pull the pin but it will not release.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.